Manufacturer narrative:
A full examination of the pump could not be conducted, as it remains in use supporting the patient. The report of a loss of power to the system due to depleted batteries was confirmed during review of the submitted system controller log file. Review of the log file showed normal pump operation until the low battery hazard alarm and power save mode occurred. The voltages went to zero, as the battery power had been depleted. The system controller was then operating on the backup battery. The patient exchanged the batteries. When the pump was ramping back up to the set speed at an unspecified time later, it was noted that a ¿backup battery uninstalled¿ and ¿clock not set¿ alarm occurred and the pump speed was at 0, indicating that the backup battery had depleted and then the pump had stopped. The driveline was then disconnected, which is consistent with the report that the system controller was exchanged. The evaluation of the log file could not determine how long the system was without power. No further events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient woke up from a nap at 3:00 pm and noticed that his pump had stopped, but he did not know for how long. The patient exchanged his batteries and called the hospital. The patient also exchanged his primary system controller due to the internal battery of his system controller being depleted and the clock needed to be reset. There was no change in the patient¿s pump parameters. The patient was asymptomatic during the event. The patient went to the clinic on (B)(6) 2014 where the health professional reset the clock on the patient¿s system controller and noted that the depleted internal battery still had multiple uses, so the battery was recharged and the system controller is being used as the patient¿s backup system controller. The patient¿s log file was reviewed by the manufacturer¿s technical service technician and it was noted that low voltage hazard alarms occurred while the patient was on battery power. There were also warnings to switch power sources and that the battery power had been depleted. It was also confirmed that the pump then stopped.

Manufacturer narrative:
Approximate age of device - 11 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.